Event description:
Customer reported obtained results of 150mg/dl and 75mg/dl on the compact test system within 10 minutes. No action was taken based on device results. No adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect device, however, customer reports strips are not available for return. No indication provided for where comparison occurred. Compact test system: strip lot/exp/cat unk.

Manufacturer narrative:
Suspect device: compact test drum.